Manufacturer narrative:
A field service engineer has been on-site for troubleshooting but, service was declined for the reported ventilator. Inspection of two other ventilators showed that water had damaged the air gas modules. The air gas module regulates the inspiratory air gas flow to the patient and its failure leads to inaccurate gas flow regulation which will cause failures during pre-use checks and alarms during ventilation. According to received information, the root cause of the reported issue about water entering the air supply system is due to a faulty drier on hospital air compressor. According to the user's manual, maximum levels of water, (h20 < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The hospital has replaced all air gas modules on the affected ventilators and are using stand alone compressors to supply compressed air instead of the hospital's air supply system. The replaced air gas modules were not requested for investigation since the root cause to the reported failure is known and measures to prevent re-occurrence are/were taken.

Event description:
The hospital biomed requested an inspection of the ventilators after the hospital got an issue where water got into the hospital air supply system and into the ventilators. The ventilator in this report is one of them. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. Supplemental medwatch report will be submitted when the investigation is completed.